Event description:
Percutaneous coronary intervention (pci) was performed of the left anterior descending (lad). At the end of procedure, cutting balloon was difficult to remove. Physician pulled entire system out as one, but the balloon was stuck. Balloon was able to be removed eventually along with both interventional wires. Distal tip of both wires were bent and cracked.